Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed on 3/13/97 in site #19 (class ii bone) during a routine procedure. At the time of implant failure, the pt experience pain and swelling. The clinician reports that the reason for implant failure was bacterial contamination of the implant's tps surface. The implant was removed on 4/18/97.